Event description:
Dosi-fuser (grifols) is an elastomeric infuser that was implemented as a replacement for the cadd priszm pumps. Currently, we have approximately 5-10 patients per week that is using dosi-fuser. The typical regimen calls for the medication to be given over 46 hours. There is a standard deviation of plus/minus 10 percent variability for infusion time. Over a two-week period from (B)(6) 2016 6 out of 14 patients experienced early completion of their infusions with the dosi-fuser, with completion times ranging from 5 hours to 9.5 hours ahead of schedule. With a planned infusion time of 46 hours, a standard deviation of plus/minus 10 percent would allow normal variation within 4.6 hours. Early completion times of 5-9.5 hours ahead of plan exceed the standard deviation. Internal investigation confirmed that the medications for infusion were prepared and packaged correctly and that the dosi-fusers were prepared correctly. Internal investigation also confirmed that nursing staff applied the dosi-fusers to the patients correctly and with the appropriate technique. None of the 6 patients experienced any harm, although the potential for harm exists and has been deemed significant enough to remove the dosi-fusers from service in favor of alternative means of home infusion.